Event description:
It was reported that the patient experienced an infection. The entire implantable pulse generator (ipg) system was removed and replaced with a right sided cardiac resynchronization therapy defibrillator (crt-d) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: fr995-29 tissue valve; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.